Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Per the reported information the larger sheath caught the pre-implanted suture and separated it. This can occur if the loop is large or if the rotation is sub optimal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 9f sheath hole prior to a pulse field ablation (pfa) procedure. Reportedly, a prostyle suture was successfully preplaced; however, when the sheath was upsized to 14f, the procedural sheath broke the suture. Another prostyle preplaced a suture. The ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.